Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The customer reported that during use, a piece of the distal end of the jaw detached. Nothing fell into the cavity. Another device was used to complete the procedure without incident. There was no patient injury.